Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose was 20 mg/dl. Customer also stated that they experienced a high blood glucose. Customer also specified other relevant blood level was 67 mg/dl, 206 mg/dl and 178 mg/dl. Customer treated by drinking some coke for low blood glucose. Customer treated with shot for high blood glucose. The customer decline troubleshooting for high blood glucose. The product will not return for analysis.